Event description:
Reporter alleged blood glucose measured 330 mg/dl back to back with a result of 140 mg/dl when testing was performed within 5 minutes of each other. No actions or treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent.